Event description:
(B)(4). I got my essure 6 years ago; within my first year, I started getting really bad migraines and pelvic pain. Then no period. I have cyst on my ovaries now that I never had before; a tilted cervix that I never had til essure; I've had a miscarriage in (B)(6) 2012 wasn't that far along. I have numbness in my hands and feet, tired all the time, brain fog, I get infection very easily now never did before essure, I have fatigue, moodiness, depression, my hair is falling out, bloated ( looking 6 months pregnant and I'm not), weight gain, I'm allergic to nickel and my implanting dr. Never told me they had nickel plated, my left coil is either unraveled or there's two on my left side, constant pain through my entire body everyday. Going to have to get a hysterectomy to remove them and I'm only (B)(6) years old.

Event description:
(B)(4). Getting my lavh (B)(6). If any ladies need advice or feel lost please connect to essure problems group on (B)(6).